Event description:
It was reported that the patient presented for in-clinic follow up. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.